Event description:
The power plug (used with camino monitor serial number (B)(4)) was open and exposed. It was not broken; it works but the binding that holds it together or the seal was broken and it wouldn't stay closed. There was no patient involved. The product was in the equipment storage room and the plug was found it the condition reported.

Manufacturer narrative:
Integra has completed their internal investigation on 1/28/2016. The product was not returned for evaluation. The DHR pack appendix 1 was reviewed for cam02 monitor serial number (B)(4). Date of manufacture: 2013 ¿ jan. The lot number of the power plug; monpwr was verified as tl-266655. The DHR review verified all the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cam02 monitor been released. Service history: (B)(4) ¿ the monitor was returned for preventative maintenance, no impact on the complaint incident. (B)(4) ¿ the monitor was returned for preventative maintenance, no impact on the complaint incident. The review identified no trend or linkage per this complaint failure for the cam02 monitor or power plug. A review of cam02 complaints was completed using the key word ¿monpwr¿ in the search criteria from dates 06-nov-2014 to 28-jan-2016 in which 9 complaints contained the search criteria. The review was specific to incidents of a reported connector came apart to link to this complaint reported failure. The review identified 3 complaint evaluations identified the monpwr connector came apart similar to this complaint. Car 14005 was initiated in apr 2014 as a result of complaint trending analysis for monpwr connector incidents. A CAPA was not raised based on the corrective action implemented ncr (B)(4); all monpwr stock shipped starting from tl-281810 now contain the adhesive to prevent the user from twisting the connector. The root cause of the monpwr connector becoming open and exposed was determined based on previous complaints as the user twisting the ac power adaptor cable connector instead of using the shell of the lemo connector as indicated by the arrows on the ac power adaptor cable shell.